Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for alleged pump error 63 alarm found on 23-jul-2021. Device passed the displacement test and self test. No pump error 63 noted during testing. Successfully utilized thump to download history/trace files. Pump error 63 was confirmed in pump downloaded history on 07/19/2021 at start time 15:05:09.000 with variable 15. Device was cut open to perform visual inspection and found evidence of moisture damage on motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, and pillowing keypad overlay. Pump error 63 was confirmed due to hardware error. Isolated to electronic assembly. Additionally, moisture damage was noted on motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarms. Customer stated that complete rewind without issue and clear the alarm each time but issue occured again. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.